Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the electromagnetic localization system precision seems to be off. The physician stated that they were touching an anatomical structure inside the nose, but the navigation showed that they were beside the actual structure. The inaccuracy was less than 10 mm. Navigation was aborted. There was a delay of one hour or longer and no impact to the patient.

Manufacturer narrative:
Additional information: serial number of concomitant product: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the cause for the inaccuracy was due to movement of the patient reference frame. The reference was seen to have unstuck from the skin of the patient. The amount of inaccuracy was noted to be less than 3.5 mm.